Manufacturer narrative:
The hill-rom technician replaced the upper control board to resolve the issue.

Event description:
Information received indicated the head section would go up and down by itself.